Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer reverted to an alternate method of insulin therapy. It was also reported that the pump battery could not be charged. The customer's blood glucose (bg) level was "high" although specific value not provided. Bg was addressed via correction bolus via pump. Reportedly, the customer was using a non-tandem wall adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd wall adapter. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.